Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and customer's spouse reported via phone call that the customer had been experiencing high blood glucose levels. The customer treated with manual injections. The customer stated that he had changed the infusion set but was concerned that the insulin pump was not working. He treated with over 100 units of insulin. The customer stated that either the insulin pump did not work or the insulin was not absorbing at the insertion site. Customer also reported blood at the insertion site. The customer's blood glucose was over 500 mg/dl. The customer's most recent blood glucose was 332 mg/dl. Customer complained of stomach issues and stated that he would go home to troubleshoot further. He advised that if he was unable to get the blood glucose down, he would visit the emergency room. Customer requested replacement of the insulin pump without proceeding with further troubleshooting.